Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report#: 1627487-2014-05604. It was reported the pt was not receiving adequate coverage. An impedance check was performed and revealed no anomalies. Follow up revealed the pt was implanted on (B)(6) 2014 with a paddle lead as a trial. The following day, both 3186 leads were explanted and the paddle lead was connected to the ipg as a replacement. Effective therapy was restored post-op.